Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) uromatic easy flow uni-sets had a faulty valve which resulted in a leak. This was identified during an unspecified process step. The sets were used with an unspecified bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.